Event description:
On (B)(6) 2023, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the lens was observed to have two cracks on the optic.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that immediately following implantation the lens was observed to have two cracks on the optic necessitating explantation. The rayone aspheric rao600c was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Product return anticipated, not yet received. The rayner rayone preloaded injection system use risk analysis identifies the following as possible causes of damage to lens; forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available currently to determine the cause of the damage to the lens post injection. Our review of production records for the rayone aspheric rao600c batch 083222544 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 083222544.